Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the exposed defib coil, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
The lead was replaced due to medical judgement. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.